Event description:
It was reported that faradrive steerable sheath clear selected for farapulse procedure. During procedure, after inserting the faradrive sheath blood was flowing back from the valve and the octroy mapping catheter had difficulty being inserted into the sheath. Blood was leaking out the valve and air/foamy bubbles in the side flush port of the sheath- not the sheath itself. The procedure was completed successfully by using different device, same model. No patient complication was reported. The device is expected to return for analysis. It was further reported that irrigation was performed using a pump through the sheath at 75ml/hr. Flush tip of catheter was the position of the guidewire when they inserted farawave into the sheath. Quantity of the leak was persistent back flow of bubbles through the flush port. A few cc's- minimal blood loss occurred in total. The leaking stopped by replacing sheath.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, a supplemental medwatch will be filed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear selected for farapulse procedure. During procedure, after inserting the faradrive sheath, blood was flowing back from the valve and the octroy mapping catheter had difficulty being inserted into the sheath. Blood was leaking out the valve and air/foamy bubbles in the side flush port of the sheath - not the sheath itself. The procedure was completed successfully by using different device, same model. No patient complication was reported. The device is expected to return for analysis.